Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Penfill cracked and leaking insulin [device leakage] ([diabetic ketoacidosis]). Case description: this spontaneous case reported by a nurse, received from another country reported as "severe ketoacidosis", concerns a male pt treated with human mixtard 30 penfill (dual acting human insulin) and novopen 3 (device) from and to unk dates for diabetes mellitus insulin-dependent. Medical history not provided. In 2007, the pt developed severe ketoacidosis and was admitted to hosp. During the hospitalization, it was discovered that the penfill was cracked and was leaking insulin. The outcome of the event is recovered. It is unk if the sample will be returned for analysis. Reporter's causality: probable. Novo nordisk's causality: reportable.